Event description:
It was reported that three years, three months and seven days post a port placement, the device was allegedly removed due to infection. It was further reported that the catheter was damaged at the time of removal. Current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was observed to the catheter distal to the cath-lock. Catheter wear was observed throughout the catheter. The edges of the c-shaped split on the attached catheter were noted to be uneven. The surface was noted to be smooth on both regions. A leak from the c-shaped split was observed. Therefore, the investigation is unconfirmed for the reported material integrity as a more specific burst was identified as a c-shaped split was noted on the catheter. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, three months and seven days post port placement, the device was allegedly removed due to infection. It was further reported that the catheter was damaged at the time of removal. Current status of the patient is unknown.